Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 requesting assistance on inserting infusion set. The patient reported that he was new to the pump and had just started the pump a couple of days prior on (B)(6) 2012. At the time of the call, the patient informed customer support that he had a low blood glucose (bg) in the mid 60 mg/dl range on the early morning of (B)(6) 2012. The patient reported feeling shaky at the time of the low bg and reported treating himself with a glucose tablet. The patient reported that approximately 4 hours after the low bg his bg was 135 mg/dl (within target). When the patient was asked by customer support reason why his bg went low, the patient claimed he was new to the pump and was working with his hcp with setting adjustments. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
Follow up #2 01/09/2017: device evaluation: the pump has been returned to animas and evaluated on 12/15/2016 with the following findings: the black box showed data from 10/05/2016 to 10/13/2016. Due to continuous use of the pump, the black box data and histories for the event had been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within the required range and delivering accurately. The alleged issue could not be duplicated. The display screen was discolored. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.